Event description:
Delivery system was advanced through tortuous anatomy and nose cone detached from delivery system. Nose cone remained on guidewire and was successfully retrieved with snare. No sensor was implanted.